Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00660 thru 3012447612-2018-00663.

Event description:
It was reported that four worn drivers were found worn. There were no surgical or patient impacts associated with this event. This is two of four for this event.

Manufacturer narrative:
UDI number: (B)(4). The device was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that four worn drivers were found worn. There were no surgical or patient impacts associated with this event. This is two of four for this event.